Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the rear therapy electrodes. The patient's doctor gave the patient benadryl cream to use on the area. Attempts to follow up with the patient were unsuccessful. The final medical outcome of the rash is unknown. No allegation of a device malfunction contributing to the rash.